Event description:
Had breast implant (mentor) placed in 2005. Found out on (B)(6) 2017 that I have alcl. Due to implants and testing positive for cd30, they are attributing my alcl to the breast implants, making it bia-alcl. I have undergone chemotherapy and finished in (B)(6) 2018. I underwent breast implant removal with full capsulectomy on (B)(6) 2018 at (B)(6) medical center in (B)(6). However, pathology took pictures of the removed implants.